Event description:
It was reported that a revision was performed due to infection. While the surgeon was performing the revision, the surgeon had difficulties removing the implants which extended the surgery time for several hours.

Manufacturer narrative:
The products were returned. The complaint noted a revision was performed due to infection. According to smith & nephew sterilization release documentation, the products were verified for sterilization prior to the products shipping. A review of complaint history revealed that this is the first complaint we've received for the identifiable batches. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.

Event description:
It was reported that a revision was performed due to infection.